Event description:
The patient presented to the hospital after receiving inappropriate shocks due to p-wave oversensing. It was noted that the lead was dislodged. Hence, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.